Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a alarm 30 (motor stall) occurred during pumping. Additionally, multiple alarms (alarm 30 -motor stall) occurred with multiple cartridges during the load process. The customer's blood glucose level was 88 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.